Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation; therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed from the patient¿s ocular dexter (right eye). Iol was removed due to bent/broken haptic and loading issues was also reported. There was no incision enlargement. Outcome does not significantly interfere with activities of daily life and patient has recovered. No further information was provided.

Manufacturer narrative:
Additional patient demographics information was received with product investigation: section a-2 patient age/date of birth: 72 years old; (B)(6)1950. Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 31-may-2022 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received loose inside of the folding carton and with one haptic detached. The lens was cleaned and, no issues further issues could be identified with the lens. Complaint issue (dc-loading issues and dc-haptic damaged) was not confirmed. The observed issue dc-haptic detached is similar to the complaint issue; however, this issue is not confirmed to be related to a manufacturing or design issue; therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.